Manufacturer narrative:
Insulin pump received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments or partial display. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had problem with the screen. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.